Event description:
During manufacturer review of the published article "operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j", it was identified that a patient had severe intraoperative bradycardia during systems diagnostics testing. The bradycardia was resolved with an injection of atropine. Further stimulation with lower parameters was well tolerated. Postoperatively, cardiac symptoms did not occur with vns stimulation. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Article citation:operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.